Event description:
It was reported that a wireless battery module was burnt. The customer stated that evidence of fluid intrusion was present. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. Baxter is continuing to investigate the reported event. When complete, a supplemental report will be submitted.